Manufacturer narrative:
Continuation of d10: product ID a810 lot# product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device. The hcp kept seeing error code 338 whenever she interrogated a pump. Hcp stated that she started seeing this error code after she updated her synchromed app. Hcp had refilled a patients pump and when she clicked update, she saw "error code 338 - pending updates may not update to pump". Hcp said she re-interrogated the pump and she confirmed that the updates did actually save. Hcp stated that she encountered this error 2 other times. Diagnostics/troubleshooting included the following: confirmed that ¿adaptive battery¿, ¿put unused apps to sleep¿, and ¿auto disable unused apps¿ were turned off in settings. Informed hcp to turn off wifi when she's about to do an interrogation and to also ensure that no apps are open in the background when doing an interrogation. Informed hcp to call back if she still encountered the error to replace the tablet. It was unknown if issue resolved at the time of this report. No patient involvement. A telephone call with the healthcare provider (hcp) indicated that the event had resolved and she has yet to see error code 338 again since time of report.